Manufacturer narrative:
Article citation: "nelson, jonas a, et al. ¿breast implant-associated anaplastic large cell lymphoma incidence determining an accurate risk.¿ annals of surgery, vol. 272, no. 3, 0ad, pp. 403¿409., doi: 10.1097/sla.0000000000004179." The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma."

Event description:
Journal article "breast implant-associated anaplastic large cell lymphoma incidence" reported a patient being diagnosed with a "recurrent seroma" on the right side. Device has been explanted.